Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer loaded a new cartridge to resolve the issue. The customer's blood glucose (bg) was approximately 520mg/dl. Customer delivered a bolus via the pump to address blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.